Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-aug-2019 with the following findings: investigation revealed no damage found to the display. The display functioned normally. Visual inspection revealed the battery compartment was cracked. A leak test was performed, and a leak was identified in the battery compartment. The pump cover was opened, and moisture was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. The reporter stated the display was detached from the pump and there was moisture in the battery compartment. The patient reports swimming in the ocean while wearing the pump (B)(6) 2019. The patient declined to return the damaged pump for replacement opting to continue using the device for insulin delivery. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.